Event description:
At the beginning of a laparoscopic surgery case, the bipolar electrosurgical generator did not produce any output. Another generator and associated equipment was put into service to complete the procedure. No pt injuries were reported.